Manufacturer narrative:
The reported event was confirmed. The root cause was found to be manufacturing related. 1 sample was confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. A potential root cause for this failure mode could be ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the urine was leaking from near the end of the foley catheter and then confirmed it. The foley catheter was removed because it was scratched. As per follow up information received on (B)(6) 2021, there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine was leaking from near the end of the foley catheter and then confirmed it. The foley catheter was removed because it was scratched. As per follow up information received on 03dec2021, there was no impact to the patient.